Event description:
It was reported that when using the bd pyxis¿ medbank cubie lid was not opening. The customer reported they were not able issue the medication since the lid was not opening. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident found that cubie lid was not opening. A technical support specialist rebooted the cabinet the lid was opened. The system functioned as intended after the technical support specialist troubleshot the device.